Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex2098 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "catheter fracture at the 13cm mark from the hub, within the vessel." No other information was provided.